Manufacturer narrative:
Additional information section: d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. The revision surgery has been postponed indefinitely. The recipient is reportedly wearing the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient's test data indicates impedance issues. Programming adjustments have been made and external equipment was exchanged; however, the issue did not resolve. Revision surgery has been scheduled.